Event description:
A non-healthcare professional reported that the cutter did not actuate during calibration for vitrectomy surgery. The procedure was completed after replacing it with another pack. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).